Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 321mg/dl at the time of the incident. It was reported that the customer was advised on steps to clear alarm. There was no clear indication that the alarm was resolved at the end of troubleshooting and customer was offered replacement. The insulin pump will not be returned for analysis.